Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated. The following information was received by the initial reporter with the following verbatim I hope this email finds you well. Unfortunately, we have had several line breakages in the last two weeks, one of them causing a large chemo spill and soaking one of our nurses (shoes/pants etc.).

Manufacturer narrative:
Samples that were returned were investigated under (B)(4). From the investigation, two of the sets were separated just below the drip chamber, and the third sample was separated at the male luer. The manufacturing plant found the root cause for the separation at the drip chamber to be related to solvent assembly process. No additional actions were taken since reported sku will be deactivated on march 10, 2025. The sku reported on this complaint is not planned to be produced at the original production site and will be moving production to a new plant. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.